Event description:
After review, this issue has been determined to be non-reportable. A customer experienced an allergic reaction while wearing an abbott diabetes care (adc) device. The customer experienced irritation at the sensor site. It was noted that this is a reoccurring skin sensitivity as the customer indicated they are pregnant and their healthcare provider is aware of this issue. The customer did receive cortisone ointment and "care oil" for the site that was prescribed by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.